Event description:
It is reported that the liner could not be seated in the shell due to the locking ring being bent.

Manufacturer narrative:
This report will be amended when our investigation is complete.